Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the iliac artery, it was reported that an aviator plus balloon catheter (.014¿ 7.0x40 142cm) was delivered and inflated. While the balloon was keeping the nominal pressure, the physician moved the guidewire. The pressure of the balloon declined, and it was confirmed under the fluoroscope that the guidewire punctured the guidewire lumen of the balloon. Therefore, the balloon was removed intact from the patient. A smart stent was placed and another aviator plus was inflated. The procedure finished successfully and there was no reported patient injury. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 90%. The device prepped normally, maintaining negative pressure. The following information is unknown: the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, how many times the balloon was inserted into the patient or if there was any difficulty removing the balloon catheter from the patient. The product was returned for analysis. A non-sterile unit of aviator plus .014¿ 7.0 x 40 142cm balloon catheter was returned. Per visual analysis kink conditions were observed at 15 cm and 16.5 cm from the distal tip. The balloon had been inflated and deflated. No another damages were noted. Per functional analysis two leakages were noted on the transition seal and distal tip end. Per microscopic analysis a leakage was observed from inside to out at the transition seal and distal tip end. Following analysis it was concluded that the leakage on transition seal and distal tip end must be a pin hole or small rupture on the wall that divides the inflation lumen from the guide wire lumen; however, its exact location could not be determined. A device history record (DHR) review of lot 17356990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage-in-patient (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderately calcified, heavily tortuous and a rate of stenosis of 90%) and procedural factors related to repositioning of the guidewire, as noted in the event description by the customer, may have contributed to the leakage noted during analysis. According to the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the iliac artery, it was reported that an aviator plus balloon catheter (.014 7.0x40 142cm) was delivered and inflated. While the balloon was keeping the nominal pressure, the physician moved the guidewire (command, abbott vascular). The pressure of the balloon declined, and it was confirmed under the fluoroscope that the guidewire punctured the guidewire lumen of the balloon. Therefore, the balloon was removed intact from the patient. A smart stent was placed and another aviator plus was inflated. The procedure finished successfully and there was no reported patient injury. The product will be returned for analysis. The lesion was moderately calcified and heavily tortuous. The rate of stenosis was 90%. The device prepped normally, maintaining negative pressure. The following information is unknown: the t contrast media used, the contrast to saline ratio, the type and brand of inflation device used, how many times the balloon was inserted into the patient or if there was any difficulty removing the balloon catheter from the patient.